Manufacturer narrative:
The device was returned for investigation to conmed linvatec. An investigation was completed by a 3rd party for a similar type of complaint. Investigation: debris analyzed from returned handpieces was negative for blood, but may have contained residues of biological materials. Validated cleaning and sterilization instructions in the instruction manual should be used for reprocessing the handpieces.

Event description:
It was reported by the customer that after the cleaning process of this device there was debris still remaining on the handpiece.